Manufacturer narrative:
Sanofi company comment dated 05-may-2021: this case concerns a patient who was on treatment with synvisc one and reported to have underwent fluid withdrawal from the joint for symptomatic relief for painful knee and serious swelling. The information in the case is very limited. Therefore, the causality with the device cannot be established. Further, detailed information regarding other medications, medical history and clinical course of the event would aid in comprehensive assessment of the case.

Event description:
Underwent fluid withdrawal from the joint for symptomatic relief [knee effusion] ([knee swelling], [painful knee]) underwent fluid withdrawal from the joint for symptomatic relief [arthrocentesis]. Case narrative: initial information received from macao on 28-apr-2021 regarding an unsolicited valid serious case received from a orthopedic doctor. This case is linked to cases (B)(4) (cluster). This case involves adult and unknown gender patient who underwent fluid withdrawal from the joint for symptomatic relief after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc one injection (lot, dose, frequency, route, indication - unknown). Information on the batch number was requested. On an unknown date, after unknown latency, patient had painful knee joint and serious swelling around 1-2 days after synvisc one injection and underwent fluid withdrawal from the joint for symptomatic relief (join effusion, joint swelling, arthralgia, aspiration joint). All the event assessed as serious due to required intervention. Action taken: not applicable for both events. Corrective treatment: fluid withdrawal. At time of reporting, the outcome was not applicable for aspiration joint and was unknown for joint effusion. A product technical complaint was initiated and results were pending for the same.

Event description:
Underwent fluid withdrawal from the joint for symptomatic relief [knee effusion] ([knee swelling], [painful knee]). Underwent fluid withdrawal from the joint for symptomatic relief [arthrocentesis]. Case narrative: initial information received from macao on 28-apr-2021 regarding an unsolicited valid serious case received from a orthopedic doctor. This case is linked to cases (B)(4) (cluster) and (B)(4) (cluster). This case involves adult and unknown gender patient who underwent fluid withdrawal from the joint for symptomatic relief after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc one injection, liquid (solution) (strength: 48 mg/6ml) (dose, frequency, route, indication - unknown) (batch number: arsl024c, expiry date- 30-nov-2023). On an unknown date, after unknown latency, patient had painful knee joint and serious swelling around 1-2 days after synvisc one injection and underwent fluid withdrawal from the joint for symptomatic relief (join effusion, joint swelling, arthralgia, aspiration joint). All the event assessed as serious as they required intervention. Action taken: not applicable for both events. Corrective treatment: fluid withdrawal. At time of reporting, the outcome was not applicable for aspiration joint and was unknown for joint effusion. A product technical complaint (ptc) was initiated on (B)(6) 2021 for synvisc one for batch number: arsl024c and global ptc number: (B)(4). Adverse event reports with or without lot numbers are continuously monitored, and possible associations with their corresponding product lot were assessed, as part of routine safety surveillance effort to detect safety signals. The production and quality control documentation for lot number arsl024c was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for the concerned lot number no CAPA (corrective and preventive action) was required. This review has not indicated any safety issue. As of (B)(6) 2021 there were 3 complaints on file for lot number arsl024 and all related sub-lots. All 3 were for lot number arsl024c: (3) adverse event reports. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation completion date: (B)(6) 2021. Additional information received on 29-apr-2021 from physician. Batch number added. Additional information was received on 10-may-2021 from healthcare professional. Global ptc number and its results were added. Expiration date added for suspect batch number. Narrative amended accordingly.